Manufacturer narrative:
H.6. Investigation: one photo and two loose 5ml syringes were received and evaluated. It was observed in the photo and physical sample there were very minimal scale markings present and they were skewed across the barrel. It was also observed there was damage present on each of the barrels including bent flanges deformations and scratches. The missing scale and damage were rejectable per product specification. Potential root cause for the damage and missing print defects are associated with the printing process. These were likely caused by a jam at the marker. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that scale marking issue occurred before use with a syringe 5ml ll bns. The following information was provided by the initial reporter, "hello: production floor bring to my attention two conditions found on bvi part number 301035 & 60300004. The condition describe below: bvi part number 301025: nonconformity seal not properly seat on plunger, see below picture. Your lot is 9014632, total defective pieces reported 2. Bvi part number 60300004: nonconformity missing graduation on barrel, see below picture. Your lot is 9044866, total defective pieces reported 2." 1 of 2 complaints, this complaints captures lot# 9044866. 2 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue occurred before use with a syringe 5ml ll bns. The following information was provided by the initial reporter, "hello: production floor bring to my attention two conditions found on bvi part number 301035 & 60300004. The condition describe below: bvi part number 301025: nonconformity seal not properly seat on plunger, see below picture. Your lot is 9014632, total defective pieces reported 2. Bvi part number 60300004: nonconformity missing graduation on barrel, see below picture. Your lot is 9044866, total defective pieces reported 2." 1 of 2 complaints, this complaints captures lot# 9044866. 2 occurrences were reported.